Event description:
A pt reported that their meter would keep prompting the error 1 message. Pt was walked through a blood test, but the test would not start. This issue was not resolved with troubleshooting. Pt did not have any symptoms. The meter was replaced for pt. Pt also reported precision testing with results of 12.7 mmol/l and 22.4 mmol/l, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%, thereby indicating a potential malfunction of the meter in terms of precision. There was no medical intervention or treatment given. No further information has been reported.